Manufacturer narrative:
No patient information as no patient was involved in this concern. Device manufacture date is not available at this time. RMA issued. Part received for evaluation on 03/11/2010. Passive reduced volume observed beyond 5 feet after warm up. The psu (camera) failed the aak test at .63 mm with high line separation of 2.46 mm. The psu is out of calibration. Device directly caused event.

Event description:
Medtronic representative reported tracking on the stealthstation treon was not consistent. The passive reduced volume adjustment didn't work. There was no patient present.